Event description:
On (B)(6) 2013, the reporter stated that (B)(4) provides a service to local medical centers supplying sharps containers and these are returned when the container is full via the courier system for destruction. The (B)(4) courier suffered a needle stick injury to the finger when handling the sharps container.

Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined. Sharp collectors are puncture resistant. They are not, however, puncture proof. They are routinely checked for wall penetration and wall thickness. Label states that to avoid injury, examine the collector carefully before you fill, carry, or dispose of it.